Manufacturer narrative:
Initial reporter city: (B)(6). The event date of (B)(6) 2020 is an estimated based of the aware date of 18feb2020 as the exact date was not reported.

Event description:
It was reported that detachment of the blade occurred. The 90% 3cmx5mm stenosed target lesion area was located in a moderately tortuous and with standard calcificied left forearm artery. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty (pta) procedure. Upon removal, it was noted that the blade of the cutting balloon got stuck at the sheath tip. It was believed that the blade was bent when it was used in the flexural part, so the blade got caught with the sheath. The blade then dislodged when it was removed. The device was removed from the patient's body and nothing was left in the patient. The procedure was completed with the original device used. No complications reported. The patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received together with customers introducer sheath. The customers sheath was returned with the blade of the returned pcb device attached to it. This type of damage is consistent with a blade of the returned device catching on the sheath during withdrawal. Visual and microscopic examination of the blade/pad observed that one of the blades was completely detached from its blade pad. The entire blade pad remained undamaged and fully bonded to the balloon material. The complete detached blade was returned attached to the customer's sheath and the blade was bent. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device. All other blades were undamaged and fully bonded to the balloon material. Visual inspection of the balloon observed that the balloon had been inflated. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of a shaft leak. A microscopic examination found no issues with the tip or marker bands of the device. A visual and tactile examination identified a severe kink on the shaft of the device located approximately 245mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis. E1. Initial reporter city: (B)(6) the event date of (B)(6) 2020 is an estimated based of the aware date of (B)(6) 2020 as the exact date was not reported.

Event description:
It was reported that detachment of the blade occurred. The 90% 3cmx5mm stenosed target lesion area was located in a moderately tortuous and with standard calcificied left forearm artery. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty (pta) procedure. Upon removal, it was noted that the blade of the cutting balloon got stuck at the sheath tip. It was believed that the blade was bent when it was used in the flexural part, so the blade got caught with the sheath. The blade then dislodged when it was removed. The device was removed from the patient's body and nothing was left in the patient. The procedure was completed with the original device used. No complications reported. The patient was stable post procedure.